Manufacturer narrative:
The device has been received and evaluation is ongoing. Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.

Event description:
Approximately seven months post implantation when the patient came in for a transplant, the site reported that the patient had experienced power switching from one port to the other earlier than expected. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The controller and six batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The returned controller ran normally with no fault alarms or errors. Functional testing revealed that (B)(4) contained a faulty cell pair which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.